Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high and unstable thresholds in multiple positions and deployment failure. During one of the deployments, the device cup could not be completely returned and sufficient expansion could not be achieved. As complete expansion could not be achieved in the same manner, the tether was loosened and re-locking it temporarily allowed for normal deployment. However, when the placement was attempted again, complete expansion could not be achieved in the same manner, and improvements could not be achieved even after adjusting the cup angle and fine-tuning the expansion button. The device was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.